Event description:
Rep reported: we programmed with the affected vpv and were unable to get the acoustic verification after multiple attempts. We then took the patient for x-ray and verified the setting with x-ray. The vpv appears to be programming the valve properly; however, the acoustic component does not seem to be working. When you program with it there is a distinct ¿clicking¿ noise from the hand piece which does not sound normal. We also replicated programming on an open valve at the office and experienced the same noise from the hand piece and although we could visually confirm the setting was changing correctly we could not get an acoustic verification .product manager reported: upon a third round of tests in-office, the programmer continued to emit the "clicking" noise and it was unable to reprogram a valve (the same valve was tested on another programmer and it was successfully reprogrammed). Please note that the unit was received from the USA in (B)(6) 2014. It had, at that time, been newly refurbished. This unit will need to re-repair, under warranty. Because the unit came from the USA, the USA/(B)(4) should have the history on the system. Clicking noise, unsure of success in reprogramming valve, resulted in patient having to be x-rayed again. Completed the case using a back up unit. (B)(4). Additional information explained that this note is in regards to (B)(4) which we received from the USA in (B)(4) 2014. It had, at that time, been newly refurbished. This vpv is not functioning properly. We are unable to reprogram any valves successfully, and the transmitter head itself is making a very loud clicking sound on any attempts. This unit will need to be sent back to le (B)(4) for investigation and re-repair, under warranty. Because the unit came from the USA, the USA/(B)(4) should have the history on the system. Please work with the team there to complete what is required for us to send back this system. I¿ll bring it over to your desk today. (B)(4). Additional information explained that the subject programmer was tested for programmed in the office after it was picked up from the hospital. Product manager performed test on (B)(4) 2015 on vpv and confirmed that the issue is with the vpv unit. Before that rep & pm were not sure about the problem either with vpv or shunt.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was received in (B)(6). The product was tested and the issue reported by the customer was confirmed. The product was forwarded to our supplier (B)(4): the investigation on the supplier detected that the coil plate is well not fixed. It has been re-fixed and no more noise has been listened after that. The root cause of the problem is due to a non-respect to the torque specified to screw the nuts. At supplier the production team in charge to screw nut was informed of the issue and will be retrained for the next production.trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). The 510 (k): k061876 & k050739. Upon completion of the investigation, a follow up report will be filed.